Event description:
Event description boston scientific received information that this transvenous defibrillation lead exhibited an increase in pacing thresholds. It was confirmed that the lead had dislodged.